Manufacturer narrative:
The investigation of automated impella controller (aic) - buzzer/ alarm malfunction has been completed. Based in data analysis and device analysis, the root cause of the complaint was identified as an unplugged speaker cable. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-06755. D2 common device name,d4 model number, f6/f8-should have been left blank. G1 reporting contact fax number missing.

Event description:
The user facility reported a 56-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that an automated impella controller (aic) began experiencing alarms without any sound. Despite multiple alarms being displayed, no sound was audible from the aic. There was no patient harm resulting from the failure.

Manufacturer narrative:
The impella device was received and therefore, an evaluation of the device was is underway. Upon investigation closure, a supplemental MDR will be filed.